Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the requested amount of insulin when the cartridge has less than 80 units of insulin left. Reportedly, the customer was using fiasp for insulin therapy. There was no reported impact to customer's blood glucose level. Tandem technical support was unable to confirm the reported issue as multiple contact attempts were made to obtain additional information regarding the event; however, no response was received from the customer.